Manufacturer narrative:
Serial number not provided, therefore UDI is unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-01310. It was reported that a controller was exchanged due to an eroding cable. This was the black cable on the primary controller. Unable to lock. The backup controller was changed as well. Products were not returned.

Event description:
Additional information was provided that the controller needed a system upgrade.

Manufacturer narrative:
Sections d1, d4: correction sections d4 - expiration date, h4: additional information manufacturer's investigation conclusion: the reported event of damage to the black power cable could not be confirmed as the system controller was not returned for analysis and no log files were submitted for review. The root cause of the reported events could not be conclusively determined through this analysis. Heartmate 3 instructions for use (IFU) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller power cables. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly connect and disconnect the system controller power cables from various power sources including, 14v batteries, the mobile power unit, and the power module. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and instructions for use cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broke, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.